Event description:
It was reported that prior to a procedure, there was a crack noticed in the plastic tyvek. The device was not used and will be returned with the packaging.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). One instrument and one tyvek lid, which had been folded up for return, was received for evaluation. No blister was received. Visual inspection was performed on the device and the tyvek that was returned. Tyvek was unfolded and it was found that a corner of the blister flange, at the peel tab area, was adhered to the tyvek. The blister appears to have been broken off at the point outside of the sealed area, leaving the sterile barrier intact. Without the blister to examine, the cause could not be determined. Complaint event could not be verified.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.